Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that an unspecified number of angiocath 24ga x 0.75in experienced difficult disengagement. The following information was provided by the initial reporter: when removing the needle from the product, the product does not move easily, requires that it be withdrawn with force and may cause some perforation due to the force done. Information received by email on 4/11/2019: the customer informed the batch number (B)(4) (still incorrect). There was no damage to the patient/health professional. Sample is not available. (B)(6) was notified: (B)(4).